Manufacturer narrative:
The complaint sample was returned but not evaluated due to the solution being expired. Patient reported in a letter he experienced painful eye irritation in his left eye when he inserted the lens. The patient went to an ophthalmologist 2 weeks after letter was sent. The chief complaint was reported to be scratchy eye, redness, burning, watering and intolerance to lenses that started 3 weeks earlier. Patient reported that he was out of the solution he normally used and had a sample of this solution. When left lens put in eye, it burned. Patient reported he now has discomfort when wearing lenses. The doctor recorded bilateral blepharitis and both conjunctiva to be inflamed. The left conjunctiva was reported to be more inflamed than the right. The cornea was reported to be healthy. Patient was diagnosed with redness in the left eye and blepharitis in both eyes. Ophthalmologist prescribed tobramycin/dexamethasone eye drops along with lid scrubs. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported with the initial incident are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The finding of bilateral blepharitis and inflamed conjunctiva several weeks after the event are not likely related. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Patient reported in a letter he experienced painful eye irritation in his left eye when he inserted the lens. The patient went to an ophthalmologist 2 weeks after letter was sent. The chief complaint was reported to be scratchy eye, redness, burning, watering and intolerance to lenses that started 3 weeks earlier. Patient reported that he was out of the solution he normally used and had a sample of this solution. When left lens put in eye, it burned. Patient reported he now has discomfort when wearing lenses. The doctor recorded bilateral blepharitis and both conjunctiva to be inflamed. The left conjunctiva was reported to be more inflamed than the right. The cornea was reported to be healthy. Patient was diagnosed with redness in the left eye and blepharitis in both eyes. Ophthalmologist prescribed tobramycin/dexamethasone eye drops, lid scrubs and generic maxitrol when patient expressed concern with cost. The etiology was reported to be unknown. Patient did not follow-up with ophthalmologist but did visit his internist who further prescribed dexamethasone phosphate and gentamicin 0.3%. Patient states he has residual irritation in his left eye. Medical documentation not obtainable from internist. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.